Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated to 20 mm (6 atm) with sterile water. After approximately 30 seconds, the balloon burst causing the sterile water to leak out and the balloon to lose pressure. The burst balloon was removed from the patient and scope. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.